Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) ECG (electrocardiogram) connection was broken loose from the printed circuit board. Power cord door would not stay shut. Hinge screws loose and missing. The handle is broken. Floppy drive had two covers from diskettes stuck inside the drive.

Event description:
It was reported the programmer was returned to repair the handle and back latch (doesn't lock down when closing back). The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement was reported.